Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient has an implantable port. Port was accessed with a huber-needle =power loc 19g - 19mm at the facility. Patient returned home with an elastomeric pump with 5fu connected to the powerloc. In the evening the patient noticed that the dressing was wet and he presented himself at the emergency department, where the needle was removed, and the skin was cleaned. Needle or device were not kept- no pictures were taken. Patient returned the next day to the facility where the port was accessed to flush it. There were no skin lesions noticed.